Event description:
It was reported that during a laparoscopic gastric sleeve resection procedure, a leak occurred through the trocar by using/moving 5mm (reusable), 10mm (disposable) and 12mm instruments (disposable) instruments. There was no adverse pt consequence reported.

Manufacturer narrative:
Date sent: 7/11/2008. Info anticipated, but unavailable at this time.